Event description:
This complaint concerns a female laryngectomy patient who switched from provox to provox life laryngectomy products in (B)(6) 2025. On switching from provox to provox life larytubes, the family reported clinical deterioration and onset of new symptoms; including frequent coughing, presence of blood in her secretions, and significant provox life larytube congestion with secretions. These symptoms had not been observed when previously using the provox larytubes. The patient died on (B)(6) 2025. Her family report the cause of death to be asphyxiation due to obstruction of the cannula. No formal autopsy report has been received. Although this complaint concerns provox life larytube with ring, the family reported the symptoms occurred when using both provox life larytube with ring in a provox life adhesive and a provox life larytube attached with a provox tubeholder. The family indicated that they believe the symptoms were not related to the attachment method but rather to provox life larytube itself and its tolerance by the patient. The family indicated that none of these symptoms occurred with the provox larytubes and only developed following the change to provox life larytubes. There has been no information provided to atos medical by the patients¿ healthcare professional or the prescriber of the device. The information has been provided by the family, and it is unclear if the patient was seen by a healthcare professional for assessment and/or management.

Manufacturer narrative:
Without access to the product for evaluation and without a report from a healthcare professional, it is not possible to determine the exact source of the patients¿ symptoms. This complaint is unassessable, and more information from the healthcare provider is required. However, due to the fact provox larytube and provox life larytube are technically very similar and have a similar material composition, it appears unlikely that the transition from provox-to-provox life larytubes was the root cause. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This complaint concerns a female laryngectomy patient who switched from provox-to-provox life laryngectomy products in (B)(6) 2025. On switching from provox-to-provox life larytubes, the family reported clinical deterioration and onset of new symptoms, including frequent coughing, presence of blood in her secretions, and significant provox life larytube congestion with secretions. These symptoms had not been observed when previously using the provox larytubes. The patient died on (B)(6) 2026. Her family report the cause of death to be asphyxiation due to obstruction of the cannula. No formal autopsy report has been received. Although this complaint concerns provox life larytube with ring, the family reported the symptoms occurred when using both provox life larytube with ring in a provox life adhesive and a provox life larytube attached with a provox tubeholder. The family indicated that they believe the symptoms were not related to the attachment method but rather to provox life larytube itself and its tolerance by the patient. The family indicated that none of these symptoms occurred with the provox larytubes and only developed following the change to provox life larytubes. There has been no information provided to atos medical by the patients¿ healthcare professional or the prescriber of the device. The information has been provided by the family, and it is unclear if the patient was seen by a healthcare professional for assessment and/or management.

Manufacturer narrative:
Without access to the product for evaluation and without a report from a healthcare professional, it is not possible to determine the exact source of the patients¿ symptoms. This complaint is unassessable, and more information from the healthcare provider is required. However, due to the fact provox larytube and provox life larytube are technically very similar and have a similar material composition, it appears unlikely that the transition from provox-to-provox life larytubes was the root cause. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Without access to the product for evaluation and without a report from a healthcare professional, it is not possible to determine the exact source of the patients¿ symptoms. This complaint is unassessable, and more information from the healthcare provider is required. However, due to the fact provox larytube and provox life larytube are technically very similar and have a similar material composition, it appears unlikely that the transition from provox to provox life larytubes was the root cause. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This complaint concerns a female laryngectomy patient who switched from provox-to-provox life laryngectomy products in (B)(6) 2025. On switching from provox-to-provox life larytubes, the family reported clinical deterioration and onset of new symptoms, including frequent coughing, presence of blood in her secretions, and significant provox life larytube congestion with secretions. These symptoms had not been observed when previously using the provox larytubes. The patient died on (B)(6) 2026. Her family report the cause of death to be asphyxiation due to obstruction of the cannula. No formal autopsy report has been received. Although this complaint concerns provox life larytube with ring, the family reported the symptoms occurred when using both provox life larytube with ring in a provox life adhesive and a provox life larytube attached with a provox tubeholder. The family indicated that they believe the symptoms were not related to the attachment method but rather to provox life larytube itself and its tolerance by the patient. The family indicated that none of these symptoms occurred with the provox larytubes and only developed following the change to provox life larytubes. There has been no information provided to atos medical by the patients¿ healthcare professional or the prescriber of the device. The information has been provided by the family, and it is unclear if the patient was seen by a healthcare professional for assessment and/or management.